Event description:
It was reported that fails occlusion at 5.78psi during testing was experienced. No patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream occlusion sensor which caused double beep. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer manipulation of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400.